Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) went off 5 times during flood. Boston scientific technical services (ts) referred the patient to clinic. This device remains in service. No adverse patient effects were reported.